Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
System experienced an internal error in submission. The system provider salesforce trackwise was notified under support case (B)(4) to address. It was determined a new email address was needed that did not require a change in password. Trackwise support indicated anytime a password occurs with the associated email address an internal error will be received. To fix the issue, a new biohorizons forwarding email address that did not require a change in password at any time. The effort was performed to update the email address. It is believed this records were impacted why the change to email was being impacted.